Event description:
It was reported that the insulin pump alarmed sensor error, calibration error, and low sensor glucose prediction. The blood glucose reading was 159 mg/dl. The transmitter passed the test plug procedure. Advised that the sensor may have not been working or had been dislodged, bent, retracted or damaged. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications due to high readings.